Manufacturer narrative:
The device was not returned to the manufacturer on the date of this report. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the oscillating saw attachment was defective. By pressing the triggers, the handpiece did not produce any effect. The surgery was completed by another device. The surgery delay was between 30 and 60 minutes due to the time needed to transfer the replacement device to operation room and to assemble the device in order to continue the surgery. There were no harm or no injury to patient or operator.

Manufacturer narrative:
Universal oscillating saw attachment, serial number (B)(4) was returned for complaint investigation. It was confirmed that the eccentric system was seized. The device was not repairable and it was not returned to the customer.

Event description:
A delay in the surgery greater than 30 minutes has been noticed. No additional adverse event was reported.